Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ sst tubes are underfilling. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that gold top tubes are underfilling. Customer is having many underfilling of gold top sst tube happening frequently.

Event description:
It was reported that unspecified bd¿ sst tubes are underfilling. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that gold top tubes are underfilling. Customer is having many underfilling of gold top sst tube happening frequently.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.